Event description:
It was reported that an implantable neurostimulator (977119) that had been implanted during the second week of (B)(6) 2025 required more frequent charging, changing from every 4¿5 days to every other day or the next day. The report stated that the implantable neurostimulator was draining fast and that stimulation intensity had been increased (group a, 2.0 ma) in an attempt to achieve effect. It was reported that pain was not being covered and that pain control failure had returned starting approximately 6 months earlier. It was also reported that stimulation was not affecting the left side from the left hip to the left leg, and that upon waking up there was leg tingling or the stimulation was off, described as therapy intermittently off. The physician was reported to be scheduling device replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.